Manufacturer narrative:
This MDR is being submitted for correction of an error which was submitted in follow-up MDR#1. As a result, d9 has been updated to read "returned to manufacturer."

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
The cusa excel 23khz straight handpiece (c2600) was returned for evaluation: device history record (DHR) - the DHR was reviewed and no anomalies during the manufacture or packaging that could be associated with the complaint incident was observed. Failure analysis - the investigation of the unit confirmed the complaint: the wire is broken, the amplitude is intermittent and the transducer is faulty. The transducer, housing and o-rings were replace and the device tested to meet manufacturer¿s specifications. Root cause - the root cause is confirmed as transducer failure and wire broken after 13 years in the field. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the excel 23khz straight handpiece each1 (c2600) had a high q-power, output under 10% and it was heating. No information on patient involvement, injury, or surgical delay was reported.